Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had disconnection. The following information was provided by the initial reporter: tubing is disconnecting at the blue clamp that goes into the pump.

Manufacturer narrative:
It was reported by customer that tubing is disconnecting at the blue clamp that goes into the pump. One sample was received for quality evaluation. Visual inspection was conducted on the sample and it can be seen that the infusion set tubing separated at the lower pumping segment fitting to infusion set tubing. Further investigation , under magnification, indicates that there is no evidence of bonding solution on the surfaces of the components. The customer complaint of separation was confirmed. Investigation was forwarded to manufacturing for root cause investigation. According to the investigation performed, the root cause of the separation of the tubing and lower fitment component was oval tubing and issue with the application of the bonding solvent. As a corrective action, the solvent dispensing tooling was changed. A complete device history review was not performed as the possible lot numbers do not match the reported item number.

Event description:
No additional information.